Event description:
Additional info received from reporter (B)(6) 2013: implanted with essure in 2008, my procedure went as expected, no complications. My body slowly became inflamed like that of a person with lupus, pelvic pain, brain zaps, my menstrual cycle stopped months after being implanted, I had tingling and numbness in my hands and feet, hair loss, vision issues, joint pain, mood swings, head aches, stabbing hip pain, confusion, memory issues, puffiness in my body, unable to walk or stand without pain.

Event description:
In 2008, I had essure implantation, ref #(B)(4) lot 627307, a product of conceptus. Several months after implantation, my period stopped completely for unk reasons, this was not supposed to happen. For the last several years, I have been in pain from my lower back to my hip area. This radiates down my legs and across my abdomen, I have headaches and get confused as well. I was not given a metal allergy test prior, and would not have known if I were allergic to nickel as it breaks down in my body, I do believe that this is the cause of my pain. As my initial procedure and testing went well. The pain I feel is deep, deep in my bones, it's not a pain that I can feel by touching. It affects my daily life, from being unable to sleep because I can't find a comfortable position in which I am pain free. I have had to cut back my hours at my job, because it's difficult to concentrate on the needs of my elderly clients. Some days, I am unable to stand upright because my pain is so bad. I was never given a manual prior to my procedure that clearly would have informed me of the (B)(4) of woman, which is likely more by now, who have the same debilitating pains I have.

Event description:
Add'l info from reporter (B)(6) 2012: pt's menstrual period stopped after 1-2 months after implantation. One year after implantation pt had one menstrual period, now it has completely stopped. Blood test was done for early menopause and menopause results were negative. Pap test were also negative. Pt has pain her back, sides and legs, and heaviness to upper body that at times she can't get up. She has abdominal pain and excruciating pain all over that she can't sleep at night, and can't do the things she used to do because of the pain. On (B)(6) 2012, a vaginal ultrasound showed scar tissue all over her abdominal area, her ovaries can't be seen, she has uterine thickness, intestines are inflamed. Pt hasn't had a nickel test, prior to implantation. She says the nickel test is misleading and should be explained in the pamphlet/insert. She states that she holds nickel (coin) all the time, and she doesn't get any reaction from that. This nickel test hasn't been disclosed in the pamphlet. Pt states she is scheduled for a biopsy for the scar tissue to rule out uterine cancer, and a possible radical hysterectomy.